Event description:
Catheter was damaged in the package as received. Physician returned it for replacement.

Manufacturer narrative:
The unit was returned sealed in its sterile sheath. The unit was not decontaminated. Ovalization of the distal end of the catheter was observed between 7.5 and 8.0 cm from the distal tip. A similar ovalization could be seen at 11.5-12.0 cm from the tip. The DHR for this lot has been reviewed and is attached. Conclusion (other) defect noted prior to use. As per FDA feedback of (B)(4) 2009, this defect, if not discovered, could contribute to injury or death. A review of the device history record (DHR) was completed on part #(B)(4) (lot #l12895). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot # l12895) indicated that 100% inspection of the devices resulted in 4 failures out of a lot of 120. No other anomalies were found with this lot due to the mfg process. The parts released in this lot met process requirement.